Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and fallopian tube perforation ("perforation: tube") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy in 2008 and live birth. Concurrent conditions included ovarian cyst and pain groin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("recurrent vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils) and surgery (surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes were blocked, procedure was successful. Ultrasound scan - on (B)(6) 2010: right-sided ovarian cyst. On (B)(6) 2009,hysterosalpingogramwith, fluoroscopy revealed total bilateral occlusion. Essure wire overlying the left hemi sacrum with no wire noted on the right. There is opacification or the uterus which is unremarkable in appearance. There is no opacification of the right tube and there is no evidence of free spill on the left. On (B)(6) 2009, ultrasound scan revealed the uterus, present. No focal acute bladder abnormality seen. Minimally complex right ovarian cyst. On (B)(6) 2012, computerised tomogram revealed essure coil within the low pelvis situated between the rectum and the sigmoid colon representing a displaced essure device. Concerning the injuries reported in this case, the following ones were confirmed in medical record: vaginal discharge, most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), recurrent vaginal infections, vaginal discharge and perforation: tube. Lab data and historical conditions added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and fallopian tube perforation ('perforation: tube') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy in 2008 and live birth. Concurrent conditions included ovarian cyst and pain groin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("recurrent vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, fallopian tube perforation, abdominal pain, dyspareunia, menorrhagia, vaginal haemorrhage, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fallopian tube perforation, menorrhagia, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: it was reported - on (B)(6) 2017, tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2012: essure coil within the low pelvis situated between the rectum and the sigmoid colon representing a displaced essure device.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Essure wire overlying the left hemi sacrum with no wire noted on the right. There is opacification or the uterus which is unremarkable in appearance. There is no opacification of the right tube and there is no evidence of free spill on the left.; on (B)(6) 2012: results: tubes were blocked, procedure was successful.. Ultrasound scan - on (B)(6) 2010: results: right-sided ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in medical record: vaginal discharge. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events - dyspareunia and abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.